Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and device was monitored for ten minutes. Device powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error. Customer's blood glucose level was 306 mg/dl. It also stated that alarm did not occur after battery change. It also reported that pump was neither stored nor without a battery for more than 8 hours. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.